Manufacturer narrative:
(B)(4). Batch # t5f033. Device analysis: the analysis results found that the ntlc75 device was received with the channel shroud partially detached from knob area and no cartridge was received. Further analysis shows that the lockout spring was detached and not returned. Also, this area shows marks where the lockout spring was present. No functional test could be performed due to the condition of the device. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the metal spring came out of the side of the stapler when it was taken out of the packet. The event did not occur during sterile processing, field inspection, or internal service activities such as calibration. There were no patient consequences.